Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore that had the 'skin pulled off' and was bloody. The patient's nurse advised the use of a dressing. Follow up indicated that the sore improved after receiving a different garment size.